Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified below the knee artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 2 seconds, leakage of contrast media was noted and fluoroscopy showed the balloon ruptured. The device was removed and the procedure completed with a different device. No patient complications were reported and the patient condition was good.